Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 233 mg/dl. Customer's mother reported customer had the device in her pants and it was wet inside due to sweat, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No moisture damage found on electronic assembly/motor. The device was received with cracked display window corner, scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.